Event description:
A revision of an artelon approx 6 months post-op where the spacer had no integration with the trapezial surface. No other info was provided in the initial report. Pt symptoms: redness/pain. Report with x-rays received in 2009.

Manufacturer narrative:
Currently too little info is available.